Event description:
Event discription guidant received information that this implantable transvenous defibrillation lead exhibited elevated pacing threshold measurements and loss of capture. Impedance measurements are normal. No patient symptoms are reported.